Manufacturer narrative:
One screw-replace friction-fit gold (mhlas) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files. Functional testing could not be performed due to the nature of the event and product (unreturned). No pre-existing conditions were noted. The reported device was placed on an unknown tooth location for an unknown period of time. Picture or x-ray images were not provided. DHR review could not be performed for the screw (mhlas) since the lot number was unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A year-long complaint history review by item number (mhlas) was performed for similar events and no complaint about nonconforming products was identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Based on the available information device malfunction and the reported event could not be verified. However, based on the investigation, risk file review and IFU, the potential causes determined from the investigation is clinician failure to torque screw to specification or parafunctional habits of the patient over the implantation period.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Device lot number: not provided. Initial reporter fax number: not provided. Remains in use.

Event description:
It was reported that screw (mhlas) had loose and it was retightened. Patient came to the office with the loose crown. Doctor retightened the screw by hand. No other complication has been reported.